Event description:
The customer reported the generation of erroneously high sodium (na) patient results on their au5800 clinical chemistry analyzer. The results were reported out of the laboratory and were later amended. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for twelve (12) patient samples.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective reference electrode and an air bubble in the mid standard solution line. The fse replaced the reference electrode and bypassing feed-through fitting to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is case-(B)(4).